Event description:
It was reported while using bd posiflush¿ normal saline syringes, the plunger movement was difficult. There was no report of patient impact. Patient 1 of 3. The following information was provided by the initial reporter: detail: the 10ml saline syringe will not completely empty. It was reported they stop around the 1ml mark on the syringe and no amount of force will advance the syringe. The current sample was pushed so hard than you can no longer withdraw the syringe back. This has happened 3 times this morning. One patient didn't get the entire medication, and another got an IV replaced that did not need to occur.

Manufacturer narrative:
Investigation summary: it was reported the syringe will not completely empty, and no amount of force will advance it. To aid the investigation, one empty sample with no packaging flow wrap, or tip cap, was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. A device history record review was completed for provided material number 306546, lot number 2179528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.